Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. (B)(4).

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: a review of the black box shows a "low battery" warning occurred on (B)(6) 2012 at 23:28 followed by a "replace battery" alarm on (B)(6) 2012 at 00:50. The black box shows that the battery voltage at the time of the warning and alarm was low. The black box indicates that the "replace battery" alarm went unconfirmed and completely discharged the battery, leading to continuous rebooting. The pump powers on with functional vibratory and auditory features. There was no damage found to the battery cap or battery compartment. The battery cap tightens appropriately to the pump with no yellow o-ring showing. The pump was exercised for 24 hours with no power issues occurring. The pump cover was removed and there was no evidence of any damage found to the pcb.

Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump would not power on. The patient noted no damage or corrosion to the pump, and the pump had not been exposed to moisture. The patient replaced the battery to no avail. The battery cap was tight and secure. The issue was not resolved. There was no patient injury associated with this issue.